Event description:
Reporter stated, the infusion device displayed an e8 power interrupt error following a battery change, and the error could not be cleared as the buttons would not function. The patient changed the battery again, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As a result of the leaky soft components, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanical damage.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.